Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt could not adjust their stimulation after being exposed to emi at a (B)(6) security gate. It was stated the device was turned on when the exposure occurred. The pt was referred to their health care provider. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.